Manufacturer narrative:
No prodcut will be returned for evaluation.

Event description:
Patient reported that the infusion set adhesive would not stick to his body after inserting. The patient stated that he does not use any type of lotion near his site before inserting. The patient did not report experiencing any blood glucose concerns. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Replacement product was sent to the patient. No product will be returned for evaluation, the product was discarded.